Event description:
The device was used to administer external pacing to a pt using pediatric quik-combo electrodes. The pt was diagnosed as asystolic. Pacing was administered for a total of approx 12 hrs and 43 mins. During this time, the nursing staff reported that the pacing current had dropped to 0ma for no apparent reason approx 5 times. After each occurrence, the nursing staff increased pacing current to the desired level. The pt expired. The reporter indicated that alleged malfunction did not cause or contribute to the pt's death. Resuscitation efforts were stopped based on a "dnr" order.